Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that the patient had a bad condition of arachnoiditis so the issues were not caused by the device. The patient has decided to get the pump explanted so the hcp placed infusion on minimum rate and is scheduled to be explanted on wednesday by the hcp. It was reported that the patient's pump was explanted (B)(6) 2025 by the hcp. Everything was removed, and the patient is doing well and recovering.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. H3. Analysis of the catheter was completed and including various standard testing including but not limited to visual inspection, patency testing, and pressure testing, which identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. H6. Correction: device code a1409 is applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had a reaction to the hydromorphone, and they were going to switch it to morphine but were unable to aspirate the catheter. The company representative (rep) stated that they were revising the catheter today. Additional information was provided from a consumer stated that they have been having issues with the medication. The healthcare provider (hcp) has changed the medication out two different times. The patient went in today for the 2nd change out and they removed the hydromorphone out of the reservoir, but they could not aspirate the catheter. The hcp told the patient that the catheter was too kinked for the hcp to remove the drug. The hcp has already placed the morphine and bupivacaine in the pump reservoir. The patient was still nauseous and has anxiety. The patient reported pitting edema, palpitations and arrhythmias. The patient was doing great until mid-august 2025. The patient started having a lot of problems and her anxiety and said it was so bad that they thought they were dying. The patient stated they kept increasing the dose of hydromorphone every time they went in for a refill. By mid-august, patients had plateaued at some point, and they started having negative effects from the drug. The last time they did the switch out they pulled out all the bupivicaine and only put back in the hydromorphone. The patient stated that it was just last wednesday when the hcp gave her a bolus over 18 minutes and her left leg became cold, numb and tingling in both of her hands, she was dizzy and nauseous. The patient stating that she was gagging and almost throwing up. The patient stated that it took her over an hour to drive herself back home. The hcp referred her back to the implanting hcp, but they could not see her until november 8th, 2025. The patient asked if medtronic could do anything to be seen sooner. The patient stated that she does not feel like anyone was advocating for her and she was just going to have the pump taken out. Additional information was provided from a healthcare provider via a company representative stated that the physician tried new catheter at multiple levels and was able to aspirate catheter successfully by leaving her catheter at t10. The catheter will be returning for analysis. The issue was resolved.